Event description:
It was reported that the patient underwent a posterolateral fusion using rhbmp-2/acs, resorbable ceramic granules, and corticocancellous allograft bone chips. Rhbmp-2/acs was wrapped around the ceramic granules and bone chips and placed into the posterolateral gutters. Posterior stabilization hardware was implanted as well. The patient subsequently developed fever and "abnormal blood levels." The surgeon performed an exploration with irrigation and debridement. The surgeon noted a yellow substance throughout the surgical bed. The surgeon removed the collagen sponges, ceramic granules and bone chips, but left the metal spinal fixation hardware in place. The patient was treated with a few courses of antibiotics, and is now doing well.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor the films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.